Event description:
New information received notes that the lead was capped on (B)(6) 2023 and successfully replaced. The patient was stable.

Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited high pacing impedance. The lead will continue to be monitored. The patient was stable and asymptomatic.